Event description:
It was reported at the beginning of a case, the generator was set up and the pt was grounded. Every time the coag button was pressed, an f9 error code appeared (power supply undercurrent). The surgeon switched to a traditional bovie for the case. A surge protector was used and there were no other electrosurgical devices in close proximity.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the unit rec'd in fair condition. A power cord and a user manual were rec'd. The unit delivered peak cut energy but could not output any cut or coag energy. Trouble-shooting revealed that the u4 optocoupler (on the dc power supply) was not functional. When u4 was replaced, the unit delivered rf energy correctly into fixed resistors. The led side measures open circuit which accounts for the non-functioning power supply. It is unk why this early failure occurred. Applicable hardware and software upgrades were performed. The u4 was replaced. All safety and final tests were performed and the unit was recertified for use.